Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity of the battery decreased from 40% to 15% in one week. An analysis of the device data was requested. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity of the battery decreased from 40% to 15% in one week. An analysis of the device data was requested. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device was already explanted and successfully replaced.